Event description:
Information was received that this smiths medical cadd legacy plus pump displayed constant no disposable alarm. It was reported that there was no patient involvement. No reported adverse effects.

Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis in good condiiton . The device was received missing a nub on the downstream occlusion sensor. The fact that the pump was received missing a nub on the downstream occlusion sensor is believed to be the reason that the alarm displayed a message that no disposable is attached. The downstream sensor will be replaced to resolve the issue.